Event description:
The customer reported that the system was turned on for the first time of the day, and it would not power up. The system is hard down and cannot be used.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the surge supressor pcb assy. There is now voltage on the pcb output and the isolation transformer. The system now boots up properly. He booted up the system several times with no failures. The system was tested and everything is operating properly. The power switch lamp is burnt out. He sent switch to customer for replacement.